Event description:
Customer reported an issue with the accutorr plus monitor which may have affected monitoring. No pt injury was reported.

Manufacturer narrative:
Service reps replaced the units power supply and pump. Calibrated and tested unit to factory specifications. Ran safety test.